Event description:
It was reported that the user encountered three faulty luer connectors that would not twist onto the ilet, while a fourth connector from the same supply attached successfully; blood glucose levels were not affected. Symptoms included no adverse clinical effects. Outcomes included no impact on health status and no need for medical care. Investigation included a review of the product lot and a decision to provide replacement luer connectors. Investigation of this case revealed that the issue was consistent with a product connection/fitment problem isolated to certain connectors within the lot, while the device and consumable interface functioned as intended with a non-faulty connector. It was concluded, based on previously established findings for similar reports, that the cause was probable component variability or manufacturing nonconformance of the affected connectors.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.